Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is temporal relationship between pd therapy with the liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the peritonitis and the liberty cycler set. Furthermore, there is no allegation of a cycler set leak reported for this event. The culture results of pasteurella canis confirms that the patient exposed the pd supplies to the family dogs and that there was a breach in aseptic technique. It was also documented that the animals are not put outside but more care would be given to keeping the dogs out of the treatment room away from pd supplies. Based on the available information the liberty cycler set can be excluded as the cause of the peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported a patient had peritonitis. Upon follow up, the peritoneal dialysis registered (pdrn) stated that the patient was diagnosed with peritonitis on (B)(6) 2018. The pd effluent culture grew pasteur ella canis. The pdrn stated that the patient has 5 dogs in the home since pd start date on (B)(6) 2015. A home visit and education were provided to the patient following the diagnosis. The patient and spouse both acknowledged understanding of the dangers of having the animals near or in the treatment room. The patient refuses to put the animals outside but stated they would be more observant to infection control.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.